Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) impedance. The lead was capped and replaced. The right atrial (ra) lead was nicked during the rv lead revision and therefore was capped and replaced during the procedure. No patient complications have been reported as a result of this event.